Event description:
Patient reported a loss of therapeutic effect. It had been working well until two months ago. Patient also stated that she had the urge to have a bowel movement every time she urinated.

Manufacturer narrative:
(B) (4).